Event description:
Arjo was informed about the incident involving the arjo kwiktrak x-y rail installation and v4 ceiling lift. The kwiktrack x-y rail installation consists of two fixed tracks and the mobile track that moves together with the ceiling lift. Following information reported, one side of the mobile track detached from the fixed track. The system was not used with the patient at that time. No injury was claimed.

Manufacturer narrative:
Following the device evaluation results, it can be determined that the x-y trolleys and the mobile track were assembled at the top of the fixed track instead of the bottom. The trolleys allow the mobile track to move across the fixed track. Due to incorrect installation, the locking screws of the x-y trolley, where the moving track detached, appeared to be loose. This caused the track to slide off the trolley from the fixed track. The installation documentation was no available (date of installation is (B)(6) 2005). Arjo device failed to meet its specification since a mobile track detached. The device was not used for a patient transfer when the failure occurred. The complaint decided to be reportable due to kwiktrack rail detachment. No injury was reported.

Manufacturer narrative:
The process of gathering information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
It was reported that the mobile track of the kwiktrak x-y ceiling installation detached from one side. The ceiling installation was used with v4 ceiling lift when this failure occurred. The system was not used with the patient at the time of the event. No injury was claimed.

Manufacturer narrative:
The evaluation of the ceiling installation revealed that the screws on the trolley (ceiling instalation component that allows to move the track across the rail) have come loose causing the track to detach. The results of the investigation will be provided to the final report.